Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: patient code should have been syncope - as reported in initial event report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that hours following implant, the patient experienced syncope. It was noted that there was no capture on the right ventricular lead. X-ray confirmed migration from it's original position. The lead was replaced with another lead with a longer length. There were no anomalies on the original lead but the physician thought a longer length would be best. The replacement was successful. The patient was stable.